Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported a broken or cracked port on the bottom of the cardiotomy. There was no patient impact associated with this event. Medtronic received additional information that the break was on the outlet connector/tubing connection. It was a hairline crack and was only visible when blood was delivered through the priming line. Few droplets of blood was observed from the cardiotomy outlet. A transfusion was not required as a result of this leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no visible air in the system/tubing. The customer stated that the patients blood loss was minimal. Correction b5: use of the device was continued. There was no additional adverse patient effect associated with this event. Conclusion: the complaint is confirmed for damaged component by the customer photo. An analysis of this occurrence shows the outlet port is broken off from the reservoir. However, after evaluation the cause of this complaint could not be determined. Product event notification and awareness was given to the production personnel about the implications and consequences that the reported defect has on the field. The manufacturing process was reviewed, and an improvement was detected, therefore, corrective actions on layering configuration will be performed to avoid recurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file process failure mode effects and criticality analysis (pfmeca) indicated that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects because of this incidence. Medtronic will continue to monitor for future occurrences and trends. Correction additional codes img (annex g/component), h6 patient codes (ime/annex e) and device codes (fdd/annex a): these fields were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.